Event description:
It was reported that the pace/sense pin of the chronic right ventricular (rv) lead was placed into the right atrium (ra) port of the device after the chronic ra lead was capped due to the patient's chronic atrial fibrillation (af.) The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead 2004 (B)(6); 4592 implantable pacing lead 2004 (B)(6). (B)(4).